Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, a ticket trending review, a device history record review, a field data review, and a labeling review. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and support the complaint issue. A review of tracking and trending data for the architect stat troponin-I assay did identify an increase in complaints. Additionally, an increase in complaint activity was identified for reagent lot 18590un24. However, historical performance of the architect stat troponin-I assay lot 18590un24 was evaluated using worldwide data and no unusual reagent lot performance was identified. The patient median data (divided into 3 groups) and cal f rlu mean were analyzed and compared to an established control limit. This evaluation indicated that all three levels of the patient medians and the cal f rlu mean for the lot 18590un24 are within the established limits. A review of the device history record did not identify any non-conformances or deviations with lot 18590un24 and the complaint issue. A review of labeling was performed and found to sufficiently address the customer's issue. Based on this investigation, no systemic issue or deficiency with the architect stat troponin-I reagent, lot number 18590un24, was identified.

Event description:
The customer reported falsely elevated architect stat troponin-I results generated by the architect i1000sr processing module for a 67-year-old female patient who presented to the emergency department with chest pain, which had been occurring intermittently over the past two months and was increasing in frequency. The following data was provided: customer¿s reference range: 0 to 28 ng/l. (B)(6) 2025 sid (B)(6) (drawn at 12:02 pm): result = 910.26 ng/l. (B)(6) 2025 sid (B)(6) (drawn at 2:12 pm): result = 869.3 ng/l. (B)(6) 2025 sid (B)(6) (drawn at 4:18 pm): result = 863.13 ng/l. Based on the presenting symptom of chest pain and elevated troponin, the patient was treated as having a non-st-elevation myocardial infarction (nstemi) and the following treatment was given: -nitroglycerin. -at 1:15 pm, heparin bolus of 4,000 units was given. -at 1:16 pm, heparin IV of 1,000 units/hour was started. -EKG = normal. -chest x-ray = normal. It was noted that the patient¿s lungs were clear. On (B)(6) 2025 at 6 pm, the patient was transferred to another hospital to receive a higher level of care. There, she underwent a stress test and two additional blood draws for troponin that utilized the siemens platform, and negative results were obtained. For troubleshooting purposes, the customer sent the samples out two other labs. The following data was provided: (B)(6) with architect i1000 result = 867.11 ng/l. Reference laboratory (arl) with roche platform = negative on all three samples. There was no further impact to patient management reported. Update: on (B)(6) 2025, the customer provided the following medications that the patient was taking: protonix 40 mg tablet. Carboxymethylcellulose sodium 0.25 (eye drop). Vitamin d 50 mcg tablet. Synthroid 75 mcg tablet.

Manufacturer narrative:
Section b5 - describe event or problem: this section was updated with additional information provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
Update: on (B)(6) 2025, the customer provided the following medications that the patient was taking: protonix 40 mg tablet carboxymethylcellulose sodium 0.25 (eye drop) vitamin d 50 mcg tablet synthroid 75 mcg tablet.

Manufacturer narrative:
Section a1 - patient identifier: sids = (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated architect stat troponin-I results generated by the architect i1000sr processing module for a 67-year-old female patient who presented to the emergency department with chest pain, which had been occurring intermittently over the past two months and was increasing in frequency. The following data was provided: customer¿s reference range: 0 to 28 ng/l. (B)(6) 2025 sid (B)(6) (drawn at 12:02 pm): result = 910.26 ng/l. (B)(6)2025 sid (B)(6) (drawn at 2:12 pm): result = 869.3 ng/l. (B)(6) 2025 sid (B)(6) (drawn at 4:18 pm): result = 863.13 ng/l. Based on the presenting symptom of chest pain and elevated troponin, the patient was treated as having a non-st-elevation myocardial infarction (nstemi) and the following treatment was given: -nitroglycerin. -at 1:15 pm, heparin bolus of 4,000 units was given. -at 1:16 pm, heparin IV of 1,000 units/hour was started. -EKG = normal. -chest x-ray = normal. It was noted that the patient¿s lungs were clear. On (B)(6)2025 at 6 pm, the patient was transferred to another hospital to receive a higher level of care. There, she underwent a stress test and two additional blood draws for troponin that utilized the siemens platform, and negative results were obtained. For troubleshooting purposes, the customer sent the samples out two other labs. The following data was provided: (B)(6) hospital with architect i1000 result = 867.11 ng/l. Reference laboratory (arl) with roche platform = negative on all three samples. There was no further impact to patient management reported.